Event description:
Break down of skin on forehead area of infant from the airlife ncpap generator support block while using CPAP.

Manufacturer narrative:
Information has been forwarded to the manufacturing facility for investigation. Results of the investigation are pending. A follow-up report will be filed.